Manufacturer narrative:
Exact date unknown, event occurred a significant amount of time prior explant procedure the implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as a bulge developed in the right cylinder, leading to issues achieving full inflation. The existing cylinders and pump were removed and replaced.